Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. The du indicated the device was discarded, thus could not be returned. Photos of the packaging were obtained and forwarded to the device supplier. A supplier corrective action request (scar) was initiated. The supplier was unable to confirm the presence of a hole in the packaging from viewing the photos provided, but indicated maybe there was a crack in the packaging. Review of production records found no deviations. No root cause could be identified. As a precaution, the supplier will update their procedure to clarify all components and their packaging are to be free of damage.

Event description:
Device user (du) reported that there was a small hole on the plastic side of the vascular cannulas packaging. As aresult, the items were deemed unsterile and another another kit was opened.